Event description:
On (B)(6) 2022 accelus was informed of a failure on a non-modular mis tulip screw (part: ls-n6mg7545). The surgeon at the specialty hospital of shreveport was performing a two level alif and fixation procedure on (B)(6) 2022. The failure was noted by the surgeon's pa while they were reviewing postop films prior to discharging the patient. Further discussion with the surgeon confirmed that the failure occurred intraoperatively and went unnoticed at the time of the procedure. Film images confirmed a screw head separation at the l4 segment. The patient was not discharged, and a revision surgery was performed on (B)(6) 2022 to remove and replace the impacted screw. The patient is reportedly doing fine with no further issues or complications.

Manufacturer narrative:
At this time integrity implants has not received a recall report number from the FDA. The company internal report reference number is 3012797630-02022022-00006-r.